Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown gel implants. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor gel breast prostheses. Right breast prosthesis deflation was reported. In addition, the patient also reported that they had a disk and lump on their neck, rheumatoid arthritis and fibromyalgia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.